Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was not able to adjust from pressure level 1.5 intraoperatively. According to the report, the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. The valve was able to adjust to all pressure level settings within one attempt. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. The returned the peritoneal catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. Additional device information: the lot number was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.